Event description:
Additional information received reported the patient recovered without sequela.

Manufacturer narrative:
Product ID 3387, product typ lead. (B)(4).

Event description:
It was reported there was an open wound on (B)(6) 2012. The patient was seen in the neurosurgery clinic on (B)(6) 2012. Cultures were taken and the patient was given keflex, 500mg po tid x 10 days, however, the wound opened up further on (B)(6) 2012 and he was admitted to bidmc neurosurgery service. After inspection, it was deemed necessary to remove the entire bilateral stimulation system. This took place on (B)(6) 2012. Wound cultures were growing (B)(6), but the blood cultures were negative. A two week course of IV antibiotics was anticipated.

Manufacturer narrative:
(B)(4).